Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the intense care unit due to diabetic ketoacidosis and blood glucose was unknown. The customer reported that insulin pump was not working and they did not received no delivery alarm alert. The insulin pump will not be returned for analysis.